Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an unknown infection at the incision sites. Symptoms of slight fever and swelling were noted. It was also mentioned that the patient had lost coverage due to some lead migration. The physician believed that it was not device related and it was unknown if the procedure contributed to infection. The patient was prescribed antibiotics and reportedly doing well.

Manufacturer narrative:
Additional information was received that the patients infection was still not fully healed. The patient was put on another two weeks of antibiotics.

Event description:
A report was received that the patient had an unknown infection at the incision sites. Symptoms of slight fever and swelling were noted. It was also mentioned that the patient had lost coverage due to some lead migration. The physician believed that it was not device related and it was unknown if the procedure contributed to infection. The patient was prescribed antibiotics and reportedly doing well.

Manufacturer narrative:
Additional information was received that the patients lower incision site was slightly open and the upper incision site was closed but swollen. The infected incision sites were noted to be healing well.

Event description:
A report was received that the patient had an unknown infection at the incision sites. Symptoms of slight fever and swelling were noted. It was also mentioned that the patient had lost coverage due to some lead migration. The physician believed that it was not device related and it was unknown if the procedure contributed to infection. The patient was prescribed antibiotics and reportedly doing well.

Manufacturer narrative:
Additional information was received that the patients incision site opened again and a portion of the lead was visible. It was also reported that there was fluid noted at the pocket site. The patient was given intravenous (IV) antibiotics and underwent an explant procedure. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20489030, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 09:01 am CT. The report number is being corrected from: 3006630150-2018-62479 to: 3006630150-2018-00851.

Event description:
A report was received that the patient had an unknown infection at the incision sites. Symptoms of slight fever and swelling were noted. It was also mentioned that the patient had lost coverage due to some lead migration. The physician believed that it was not device related and it was unknown if the procedure contributed to infection. The patient was prescribed antibiotics and reportedly doing well.